Event description:
Arthroplasty pump set up for procedure-medical meniscectomy. Surgeon contacted biomed with complaint that pump had been alarming periodically during case and actual pressure was running lower than the set press. On two occasions pump had stepped up the floor to max and had gone into alarm states and stopped performing after second alarm pump was stopped the started alarm pump was stopped then started pumping again on its own. Went to max flow causing excessive pressure to pt's knee.